Manufacturer narrative:
The device could not be returned to the manufacturer due to this being implanted in the patient. A batch record review was conducted for the batch number provided, which showed that the product was released in compliance within the set specifications. Upon investigation, the manufacturer can confirm that the event reported in this case does not appear to have a possible relationship to relevant manufacturing or product history of the instalift products. (B)(4).

Event description:
Additional information received from practitioner: the skin was prepared with isopropyl alcohol and hibclens. Six threads were used. Reported symptoms: marked liner redness, swelling in area where sutures were placed. Post procedure treatment consisted of aquaphor ointment applied to entry points. The patient was prescribed the following: topical cortisone, oral prednisone 60mg x 3 days, 40mg x 3 days, 20mg x 3 days, 10mg x 3 days; cipro 500mg bid x 1 day. Patient fully recovered.

Manufacturer narrative:
On the (B)(6) 2016 it was reported by the practitioner that the patient's symptoms have resolved and despite the initial reaction, both patient and the practitioner are happy with the treatment results. Sinclair's medical advisor indicated that there appears to be a diffuse erythema, which suggests an allergic reaction or possibly superficial manipulation. It is unlikely that the patient was allergic to the suture's poly-l-lactic acid (plla), according to sinclair's medical advisor, otherwise the symptoms would not have been improved. The device lot numbers have not yet been provided, therefore a comprehensive investigation could not be carried out to date. Should the lot numbers be received in the future, a follow up report will be submitted. Sinclair is reporting this issue as a precautionary measure; it was not confirmed that the intervention performed was to preclude permanent damage or impairment. (B)(4). Implanted in patient.

Event description:
It was reported that a patient received instalift treatment, three sutures each side of the face. Redness occurred 24 hours after the procedure. The patient did not feel any pain, the area was hot to touch. The physician used latex free gloves during the procedure, as the patient has a reported allergy to latex. The practitioner thought that it looked like an allergic reaction. She told the patient to use cool compresses, topical cortisone cream and take some tylenol. The patient improved slightly on that regimen. The patient was then put on a oral tapering dose of prednisone and 'cipro', to cover any potential infection. The patient looked and felt much better the following day. The 'cipro' was stopped and prednisone taper was continued.

Manufacturer narrative:
During a review it was noted that the date in section b4 of the initial report was incorrect. This was due to a misunderstanding of the FDA guidance and actions have been taken to prevent recurrence of this error. This corrective report is being submitted to correctly reflect section b4.